Event description:
In 2007, the pt was successfully treated with a gore excluder aaa endoprosthesis. During the primary arteriotomy, the left common iliac tore. The endovascular repair went without incident and the pt is doing well. Immediately following the endovascular procedure, the physician performed an endarterectomy to facilitate patch angioplasty of the heavily calcified vessel.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.